Event description:
Information was received indicating that a smiths medical cadd administration set leaked from crack in filter while dose was running. No adverse effects were reported.

Manufacturer narrative:
Other text: device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and no damage or discrepancies were detected on the sample. A functional test was performed, and a leak was confirmed. The root cause of the reported failure could not be determined. A DHR was not performed.